Event description:
Boston scientific received info that two days post implant, the pt was sent to x-ray for a suspected right ventricular (rv) lead dislodgement. Upon returning to her room, loss of capture with sustained asystole of greater than two seconds was observed. Pacing spikes were noted. It was noted that the pt did not experience syncope or fall during the asystole episode. A second chest x-ray was ordered and a rv lead dislodgement was confirmed. The lead was successfully repositioned with good measurements of r-wave amplitude greater than 12 mv, pacing impedance of 720 ohms and a threshold measurement of 0.5 volts at 0.5 ms. No additional adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.